Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-jul-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the lead was superficial and some portion was through left occipital skin. The medical doctor trimmed it off and left the remaining lead. The customer discarded the lead. The issue was resolved at the time of report. No symptoms were reported.